Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer and a manufacturer representative reported that the patient saw an error message after they had been charging for approximately 3 hours. The patient did not remember what the error message was. When the patient would recharger the coupling would ¿jump around.¿ the coupling was fluctuating. The patient would initially get 6 coupling bars but then lost coupling and then the coupling came back. The recharger antenna had been replaced but they also decided to send a replacement recharger. The patient used the sticky pads and not the recharger belt. The patient did get an ¿antenna too hot¿ icon but they were not getting an error code. The device was not flipped and not too deep. The implantable neurostimulator (ins) felt very close to the surface of the skin. With the replacement recharger the patient felt that coupling was better but they felt that they still lost recharging efficiency very quickly and often during a recharge session. They felt that the ins moved inches in their pocket. The manufacturer representative used the antenna locate feature and got 8 coupling bars but then noticed that the coupling bars changed and they had difficulty getting 4 to 6 bars on average. The patient¿s doctor was going to assess the ins pocket at the next appointment. There were no patient symptoms reported. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.